Event description:
It was reported that the patient's stimulation was not set for the right side of spine and back, and that he had scar tissue that was causing pain, and he was hospitalized for 1.5 days and was now looking to get reprogrammed. Additional information received reported that the patient received assistance on (B)(6) and his concerns were resolved.

Manufacturer narrative:
(B)(4): lead model 39565-65, serial# (B)(4), implanted: 2011-(B)(6), explanted: na.